Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the swg kinked during initial insertion without resistance or force. Device replaced. Clinical consequences: treatment time double." No patient harm or injury reported.

Event description:
It was reported that "the swg kinked during initial insertion without resistance or force. Device replaced. Clinical consequences: treatment time double." No patient harm or injury reported.

Manufacturer narrative:
Qn# (B)(4). The customer returned one nitinol guide wire in its protective tubing for analysis. Signs of use were observed on the guide wire. Visual inspection revealed offset coils and several kinks towards the distal end of the guide wire. Microscopic examination confirmed the damage. The distal weld was present and appeared full and spherical. The major kinks in the guide wire measured 20mm and 32mm from the distal end. The guide wire total length measured 130cm which is within the specifications 128.75cm-131.25cm per product drawing. The guide wire outer diameter measured 0.01756" which is within the specifications of 0.0160-0.0185" per product drawing. Functional inspection of the guide wire was performed per the product instructions for use (IFU) which states, "if 130 cm guidewire is used, insert soft tip of the guidewire through peel away sheath to desired depth. Thread catheter over guidewire and advance catheter over guidewire to final indwelling position using image guidance or fluoroscopy." The undamaged portions of the guide wire were able to thread through a lab inventory catheter with no resistance. A manual tug test confirmed the distal weld was intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with the kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Visual inspection revealed the guide wire contained several kinks towards the distal end. The returned guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.